Manufacturer narrative:
The unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The unit had a cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, a minor scratched display window, and missing end cap sticker. The unit had intermittent buttons due to corroded keypad traces, however no button error alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not performed. The device was returned for analysis.